Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this pacemaker triggered an alert for an impedance issue. The pacing impedance reportedly measured greater than 2000 ohms. The pacing impedances had measured stable prior to the alert and are now lower than prior to the alert. Noise has only been observed after the lead was put to unipolar configuration. Testing was performed to recreate the high impedance, however those results are not known at this time. The lead will be programmed to unipolar pacing and bipolar sensing, and the patient will continue to be monitored. The minute ventilation feature is on and it was discussed for this feature to be programmed off. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this pacemaker triggered an alert for an impedance issue. The pacing impedance reportedly measured greater than 2000 ohms. The pacing impedances had measured stable prior to the alert and are now lower than prior to the alert. Noise has only been observed after the lead was put to unipolar configuration. Testing was performed to recreate the high impedance, however those results are not known at this time. The lead will be programmed to unipolar pacing and bipolar sensing, and the patient will continue to be monitored. The minute ventilation feature is on and it was discussed for this feature to be programmed off. No adverse patient effects were reported. Additional information received reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,500 ohms, and the pacemaker was programmed to bipolar sensing / unipolar pacing. It was noted that the patient was in chronic atrial fibrillation (af), and the pacemaker had reached elective replacement indicator (eri). This pacemaker system remains in service at this time, however the plan was to replace this pacemaker system with a leadless pacemaker. No adverse patient effects were reported. Additional information received reported that the pacemaker was explanted, the leads were surgically abandoned, and a new leadless pacemaker was successfully implanted. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this pacemaker triggered an alert for an impedance issue. The pacing impedance reportedly measured greater than 2000 ohms. The pacing impedances had measured stable prior to the alert and are now lower than prior to the alert. Noise has only been observed after the lead was put to unipolar configuration. Testing was performed to recreate the high impedance, however those results are not known at this time. The lead will be programmed to unipolar pacing and bipolar sensing, and the patient will continue to be monitored. The minute ventilation feature is on and it was discussed for this feature to be programmed off. No adverse patient effects were reported. Additional information received reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,500 ohms, and the pacemaker was programmed to bipolar sensing / unipolar pacing. It was noted that the patient was in chronic atrial fibrillation (af), and the pacemaker had reached elective replacement indicator (eri). This pacemaker system remains in service at this time, however the plan was to replace this pacemaker system with a leadless pacemaker. No adverse patient effects were reported. Additional information received reported that the pacemaker was explanted, the leads were surgically abandoned, and a new leadless pacemaker was successfully implanted. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this pacemaker triggered an alert for an impedance issue. The pacing impedance reportedly measured greater than 2000 ohms. The pacing impedances had measured stable prior to the alert and are now lower than prior to the alert. Noise has only been observed after the lead was put to unipolar configuration. Testing was performed to recreate the high impedance, however those results are not known at this time. The lead will be programmed to unipolar pacing and bipolar sensing, and the patient will continue to be monitored. The minute ventilation feature is on and it was discussed for this feature to be programmed off. No adverse patient effects were reported. Additional information received reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,500 ohms, and the pacemaker was programmed to bipolar sensing / unipolar pacing. It was noted that the patient was in chronic atrial fibrillation (af), and the pacemaker had reached elective replacement indicator (eri). This pacemaker system remains in service at this time, however the plan was to replace this pacemaker system with a leadless pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. -- correction to h11: the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this pacemaker triggered an alert for an impedance issue. The pacing impedance reportedly measured greater than 2000 ohms. The pacing impedances had measured stable prior to the alert and are now lower than prior to the alert. Noise has only been observed after the lead was put to unipolar configuration. Testing was performed to recreate the high impedance, however those results are not known at this time. The lead will be programmed to unipolar pacing and bipolar sensing, and the patient will continue to be monitored. The minute ventilation feature is on and it was discussed for this feature to be programmed off. No adverse patient effects were reported. Additional information received reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,500 ohms, and the pacemaker was programmed to bipolar sensing / unipolar pacing. It was noted that the patient was in chronic atrial fibrillation (af), and the pacemaker had reached elective replacement indicator (eri). This pacemaker system remains in service at this time, however the plan was to replace this pacemaker system with a leadless pacemaker. No adverse patient effects were reported. Additional information received reported that the pacemaker was explanted, the leads were surgically abandoned, and a new leadless pacemaker was successfully implanted. No additional adverse patient effects were reported. This pacemaker was returned for analysis.